Event description:
Defective bovie blade caused burn to nipple of woman undergoing plastic breast reconstructive surgery. Spark jumped from apparent "hole" in insulation around bovie pencil approx 1/3 way down shaft. All stock with this lot number pulled from stock/svc. Co notified immediately. Electrical unit evaluated by biomed. No problem. All parameters normal. Unit placed back into use without problem.